Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra endo tip #1 broke during the first use; the broken piece was retrieved and no injury resulted.

Manufacturer narrative:
Customer returned (1) a063000000500 not a a063000000100 as indicated in the complaint. Instrument contained serial / batch number 444677 and was received broken as indicated in the complaint. Visual testing of instrument performed using microscope. No manufacturing defects or markings were noted on instrument. Complaint does not indicate power setting being used at time of breakage. Complaint does indicate tip broke upon first use. Recommended setting for the endo 5 is min 1 max 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Root cause of breakage can not be determined.